Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain and abnormal bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Three years and 6 months later, she underwent a total hysterectomy and salpingo-oophorectomy. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and considering that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. On or about (B)(6) 2012, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe and chronic pain and excessive and abnormal bleeding. On or about (B)(6) 2015, plaintiff saw her physician and underwent a total hysterectomy and bilateral salpingo-oophorectomy company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain and abnormal bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Three years and 6 months later, she underwent a total hysterectomy and salpingo-oophorectomy. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and considering that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.